Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 178 mg/dl. A systems check with was performed with tandem technical support and no issues were identified. Customer successfully changed the pump supplies and resumed insulin delivery after the system check.